Event description:
It was reported that the customer was hospitalized in intensive care unit due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 736 mg/dl. Caller stated that the customer's insulin pump was alarming button error. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with intermittent button response due to corroded keypad trace. No button error alarms occurred.